Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed found that no defect was found that would make it impossible to use the equipment. A functional evaluation was performed found that no defect was found that would make it impossible to use the equipment. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy procedure, the control unit dyonics 25 was not regulated, and the serum was going very fast and very strong, even though the pressure was lowered the flow continued very strong. It is unknown if there was a back-up device available, and no delay was reported. No further complications were reported.